Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with injection of reflin (dose, route, frequency, and duration not reported) and injection of tobramycin 80 mg (route, frequency, and duration not reported) for peritonitis. At the time of this report, the patient had recovered from the event of peritonitis. Therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.